Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose and insulin pump had flow blocked alarm. The customer blood glucose level was 500 mg/dl at the time of call and they also stated their blood glucose was 488 mg/dl. Customer treated with insulin pump. Troubleshooting was performed high blood glucose level. The product will be returned for analysis.